Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2023-00088 and 2210968-2023-00089. Citation: bjog 2022;129:1908¿1915; doi: 10.1111/1471-0528.17145.

Event description:
Title: surgical management of pudendal nerve entrapment after sacrospinous ligament fixation. The objective of the study is to analyse the efficacy of sacrospinous ligament (ssl) suture removal on the reduction of pain symptoms in the case of suspected pudendal nerve entrapment after sacrospinous ligament fixation (sslf). Between january 1, 2014 and january 1, 2019, 21 women who underwent sacrospinous ligament suture removal for severe and/or persistent pain were included in the study. The median age was 53.5 years (45.4-55.7) and the median bmi was 23.9 kg/m2 (range, 21.3-27.4). The suture material used for sacrospinous ligament fixation in 14 patients was prolene monofilament (ethicon) and mersilene monofilament (ethicon) in 1 patient. For the rest of the patients, suture material used were not reported. The reported complications included severe and/or persistent pain after sacrospinous ligament fixation (n=15), excessive blood loss of 520 ml during suture removal (n=1), persistent pain after suture removal (n=1), recurrence of pelvic organ prolapse (n=6), immediate postoperative pain after suture removal (n=11), hematoma (n=2), post-void residual of more than 150 ml (n=2). In conclusion, when performed by an experienced clinician, sacrospinous ligament suture removal is feasible and efficacious, with low morbidity. In addition, the risk of recurrent pelvic organ prolapse in the short term appeared to be low.